Manufacturer narrative:
The li reagent lot number and expiration date were not provided. The field service engineer (fse) checked the nozzle movement and cell levels, replaced the lamps and cells, performed a photometer check, added an extra wash cycle for the sample probes, checked the water bath levels, and made adjustments; the gear head pump pressure was acceptable and probe alignments were checked. A hardware check was performed. The customer has not complained of any further issues. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant results for 4 patient samples tested for lithium (li) on a cobas 8000 c 702 module. Patient 1 initial result was 1.08 mmol/l. The repeat results were 0.65 mmol/l and 0.63 mmol/l. Patient 2 initial result was 0.28 mmol/l. The repeat results were 0.14 mmol/l and 0.15 mmol/l. Patient 3 initial result was 1.15 mmol/l. The repeat results were 0.66 mmol/l and 0.69 mmol/l. Patient 4 initial result was 2.13 mmol/l. The repeat results were 0.50 mmol/l and 0.47 mmol/l.